Event description:
A surgeon reported a pt insisted on having her intraocular lens (iol) explanted and replaced with another iol, due to "fuzzy vision". This pt had an extensive ocular history prior to iol implant surgery including glaucoma, lri, dry eyes, mild fuchs' and "microcytic changes". It was reported that the iol had deposits on it; however, the cause of the fuzzy vision is not known. The pt continued to have impaired vision, as well as, other ocular medical conditions following the iol exchange including superficial punctate keratitis, yag vitrectomy, surgically fixed pupil, guttata and floaters.

Manufacturer narrative:
The product was returned for analysis. A lens bench reading could not be conducted due to the optic damage on the returned lens. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate lens met release criteria. There have been no other complaints reported in the lot #. Additional info was requested and received.